Event description:
Dental professional reported to 3m espe on (B)(6) 2010, that two of four implants placed in the maxilla were removed due to infection. The implants were placed on (B)(6) 2010 and the exact date of removal was not provided to 3m espe. Add'l info on this case was not made available to 3m espe.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the right coronary artery (rca) which was described as highly calcified. Predilatation was performed with a non-abbott balloon at 9 atmospheres (atm). The promus stent delivery system (sds) was having difficulty going in. The sds was removed and the stent just about came off the balloon; however, it did remain on it. The proximal end of the stent strut was frayed. The procedure was completed successfully with a smaller sized non-abbott stent. There were no reported patient effects. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and the sds advanced over a guide wire. The stent was stationary on the distal end of the balloon. The proximal end of the stent was 7mm proximal to the distal balloon marker. The first two rows of proximal struts were flared and the first three rows of distal struts were slightly smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Difficulty advancing the sds can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support, or damage to the stent. The proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal outer diameters could not be measured due to the damage noted. It is likely that the sds encountered resistance in the heavily calcified lesion, resulting in the damage noted to the stent. Additionally, the damaged stent struts would have then interacted with the anatomy during retraction, resulting in the stent moving distally on the balloon and further damaging the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported difficulty inserting the sds, stent movement and damage appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.